Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Thread without a needle in primary package. Needle was missing.

Manufacturer narrative:
Manufacturing site evaluation: samples received: none. Analysis and results: there is a previous complaint of this batch code but not related to this complaint type. A total of (B)(4) units were manufactured and distributed, there are no units in stock. Without any closed sample a proper analysis cannot be performed in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.